Event description:
The customer reported the cine was not working even after reboot. No images displayed on the screen. They rebooted the system and the system would not fluoro. They rebooted a third time and the system fluoroed. The problem occurred during a case after injection. No injury to the pt was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended and released to the customer for use.